Manufacturer narrative:
This supplemental report is being submitted to report the device investigation results. Probable cause: we speculate that it is caused by handling. As a result of the device history record confirmation, it was confirmed that the product was shipped in accordance with the specification. According to the information, the scratches of the acoustic lens were confirmed, so there is a possibility that an external force was applied to the distal end. At that time, it is presumed that the load could not be resisted and a flaw was generated on the surface of the acoustic lens.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation. The device was visually inspected and found a tear in the probe coating on the probe unit as well as loose control knob. If additional information becomes available, a supplemental report will be filed.

Event description:
On (B)(6) 2020, an olympus service representative went onsite to perform a user requested scope and accessory inspection. This scope was found to have distal end glue failure during that inspection. No additional information was provided.